Event description:
Report received: the pouch was open inside of the box.

Manufacturer narrative:
The samples have not been returned by the customer to confirm the defect reported. This condition is caused when a needle is not fully in the pouch and runs through the sealer bars. The misaligned bars then reduce the pressure placed on the pouch. This condition has been prevented by refurbishing the machines. The defect was addressed with the packaging dept by the plant mgr and the production mgr.